Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2012 due to fracture of the ceramic femoral head and polyethylene acetabular liner. The femoral head and acetabular liner were removed and replaced. It was further reported that patient retained fragments of fractured components. Only the acetabular liner was manufactured by biomet orthopedics.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight."

Manufacturer narrative:
Explanted bearing was noted to exhibit embedded metal particles on the surface of the liner. The condition of the returned liner did not allow for determination of the fracture initiation point. While third body wear is strongly suggested by the evidence, this is impossible to prove definitively from the evidence available. There is no verifiable way to discover where the metal debris originated.